Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil definitely looks separated, or broken / right coil also separated'), device dislocation ('end marker is not in normal position of an intact coil') and endometrial ablation ('nova sure ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removal surgery, remove my tubes and did the nova sure ablation and nova sure ablation). At the time of the report, the device breakage, device dislocation, endometrial ablation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, endometrial ablation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, device dislocation, endometrial ablation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received - new event nova sure ablation was added. New reporter and essure removal information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil definitely looks separated, or broken / right coil also separated') and device dislocation ('end marker is not in normal position of an intact coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure removal surgery). At the time of the report, the device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, device dislocation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.